Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h6 & h11. The customer contacted olympus technical assistance support (tac). Tac provided remote troubleshooting and the customer said that he could not get a serial digital interface (sdi) picture-in-picture (pip) image using the front pip port of the cv-190. It was found that the customer was trying to connect to the front port and the sdi input port on the back with two different sdi inputs. The customer wants to toggle between pip images from two different sources, spy glass and cannon camera. Tac suggested that he use the pip s video input and toggle between the inputs of sdi and s video on the cv-190 keyboard. Troubleshooting was able to resolve the reported allegation. The device was not returned to olympus for inspection, and the reported failure was confirmed via tac provided remote troubleshooting. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device could not display and serial digital interface (sdi) picture in picture (pip) image. The issue was found during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.